Manufacturer narrative:
Evaluation of the returned cartridge confirmed a crack occurred in the arterial cap on the filter. Review of device history records revealed the lot of cap components met all specification requirements. Mechanical integrity testing of retained samples met all acceptance criteria. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
Pt identifiers were not provided by the reporter. Blood was observed leaking from the filter arterial header during a crrt treatment. Treatment was discontinued and rinseback was performed. The exact amount of blood loss from the leak was not known. No serious injury or medical intervention was reported.